Event description:
Customer reports that, after priming, the lancet stuck out of the cap of the softclix lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.